Event description:
It was reported a resident was placed incorrectly in the sling, causing the pt to slip through the sling and fall. Resident suffered a fracture to the right foot. The facility inspected the sling and the lifter and could find no defects.